Event description:
It was reported that 6 bd posiflush¿ sf saline syringes' packaging units had holes in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that during incoming inspection qa found holes in the syringe packets."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1027337. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, package damage could be observed. In addition to the individual unit packaging, most of the shipping cases and shelf cartons were also received with damage. At this time, a single cause related to the manufacturing process could not be assigned. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd posiflush¿ sf saline syringes' packaging units had holes in them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that during incoming inspection qa found holes in the syringe packets."